Manufacturer narrative:
(B)(4)

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver was not functioning after being left to charge over night.no additional patient or event information is available.